Event description:
It was reported that there was a hair in the sterile implant packaging. After the nurse had passed off the implant on the sterile field, the scrub tech then opened the seal on the inner part of the implant. Before passing off the implant to the surgeon, the scrub tech found the hair on the implant. No further information is available at the time of this report.

Manufacturer narrative:
(B)(4). Visual evaluation of the provided photo found a hair-like debris on the device protective pouch. The sterile packaging was previously opened and therefore, the source of the debris cannot be confirmed. Review of the device history record(s) identified no deviations or anomalies during manufacturing. This/these device(s) is/are used for treatment. Review of complaint history found no additional related issues for this/these item(s) and the reported part and lot combination. Medical records were not provided. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.